Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a rf liver ablation procedure, the antenna broke. It detached from the tip. Nothing fell into the patient. There was no patient injury. The procedure was stopped and will be performed again at a future date.